Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx pro laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Pre-procedural transesophageal echocardiogram (tee) identified a baseline circumferential pericardial effusion. Release criteria for the closure device were evaluated and it was observed the baseline pericardial effusion had increased in size and the patient became hypotensive. All release criteria were met and the closure device was implanted. A pericardiocentesis was performed and 500ml of fluid was removed. The patient stabilized and was monitored overnight. The patient was discharged one day post index procedure.